Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned as pacing was not being delivered. The heart wall was perforated in the reposition attempt. A pericardiocentesis procedure was performed due to a pericardial effusion as a result of this perforation. This lead was then successfully implanted and the lead remains in service. No additional adverse patient effects were reported.